Manufacturer narrative:
Block approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2317-50 serial: (B)(4). Batch: 18308449/1830844.

Event description:
It was reported that the patients ipg was non-functional. All components were explanted. No further information has been obtained despite good faith efforts.